Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 364 he took 1.2 units insulin and then at 9:30 am his blood glucose was 503 mg/dl. At lunch his blood glucose was above 600 mg/dl, he took 4 units of insulin at this point and then at 2:30 pm his blood glucose was 503 mg/dl so he took 2.7 units of insulin and then at a quarter to 4 his blood glucose was 345 mg/dl. Then at 5:30 pm his blood glucose was 306 mg/dl and he took 1.4 units of insulin and right now his insulin pump telling him 275 mg/dl but his blood glucose was actually 339 mg/dl. The customer was treated with insulin pen and syringe for high blood glucose level. The customer stated that the auto mode feature was not active. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer performed the displacement test and it was passed. The insulin pump will not returned for analysis.